Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In the initial report section b5 was not updated, the correct b5 should be - the patient has alleged black particles in the device, shortness of breath, sinus issues, loss of energy, cough. There was no report of serious or permanent patient harm or injury. In the initial report, section b3 date was incorrectly. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no evidence of contamination. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of contamination on the bottom panel of the case, contamination in the bottom of the blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with contamination on the bottom panel of the case, contamination in the bottom of the blower box. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section b3,d9,e1,g3,h6 has been updated/corrected.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.